Event description:
New information notes noise was over- sensed on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, fracture and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to capped and replace the rv lead. The patient was in stable condition.